Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, an x-ray (date unknown) showed the electrode array of the device was not positioned in the patient's cochlea. The patient's device was explanted in 2007. There was no reimplant surgery for the patient planned at the time of this report.